Manufacturer narrative:
Corrected data: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, embedded, dvt, ivc occlusion, fatigue, pain, dimin. Mental capacity, circ probs, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported fatigue, diminished mental capacity, anxiety, circulation problems is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. As to reported ¿filter embedded¿ based on information provided it has not been possible to investigate or evaluate this alleged event, since vena cava filters are supposed to attach to the vena cava wall. ) no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per the (B)(6) 2016, computed tomography abdomen/pelvis with contrast: "impression: the infrarenal inferior vena cava and iliac veins demonstrate interval involution and are no longer patent. Interval development of collateralization through the superficial veins seen in the abdominal wall".

Manufacturer narrative:
Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "ivc occlusion, embedded, dvt, fatigue, pain, dimin. Mental capacity, circulation problem, anxiety" cook will reopen its investigation if further information is received. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Unknown if the reported fatigue, diminished mental capacity, anxiety, circulation problems are directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported pain and dvt are directly related to the filter. The catalog # and lot # are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/17/2017 as follows: patient allegedly received an implant on (B)(6) 2007 via the left common femoral vein due to right lower extremity dvt. Patient is alleging embedment, dvt post implant, caval thrombosis, occluded ivc, fatigue, lethargic, diminished mental capacity, depression, pain and restricted circulation due to the device. Patient alleges a difficult but successful retrieval on (B)(6) 2016.

Manufacturer narrative:
Correction(s): product problem to adverse event and product problem. Outcome attributed to adverse event: blank to life- threatening. Date of event . Event description: patient is alleging anxiety and post-thrombotic syndrome. Lab data: CT, retrieval report, medications. Relevant history: pre-existing conditions and other. Type of reportable event: malfunction to serious injury. (B)(4). Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, embedded, dvt, caval thrombosis, occluded ivc, fatigue, pain, dimin. Mental capacity, circulation problems'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported dvt, fatigue, lethargic, diminished mental capacity, depression, pain and restricted circulation due to the device is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Product is manufactured and inspected according to manufacturing instructions and quality control.

Event description:
Patient is alleging anxiety and post-thrombotic syndrome.